Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the left ventricular (lv) lead exhibited a failure to pace and a high pacing impedance. The lv lead was not used, and was replaced. The patient was stable.

Manufacturer narrative:
Correction: h3 - evaluation summary attached should have been selected.

Manufacturer narrative:
The reported events of high pacing impedance and no pacing were not confirmed. As received, a complete lead was returned in one piece. The double bend height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.